Event description:
Pt presented to hospital with cutaneous infection of left chest due to mediport. Pt noted to have severe tenderness & erythema from port to neck line. Mediport was removed & noted to have hole in catheter approx 4cm from nipple of port. Cause of pt's problem exacerbated by extravasation from hole in catheter. The hole in the port was about 4cm from the proximal part. Pt had a lot of pain, redness and swelling there, dx was infected chest wall and cellulitis secondary to port infection. Port removed.